Event description:
Name of procedure being performed: lysis of adhesions. Detailed description of event: complaint 1 of 3: # (B)(4) - cb030 lot #1433357 (1 ea). Complaint 2 of 3: # (B)(4) - cb030 lot #1433357 (1 ea). Complaint 3 of 3: # (B)(4) - cb030 lot #1433357 (1 ea). 3 ea units of cb030 blades were not cutting at the distal tips during initial use. The tissue being cut was a mix of peritoneal wall and fatty tissue. The case was completed by using the cautery function on the 4th pair of scissors. No patient injury. Products are available for return. Patient status: no patient injury. Type of intervention: the case was completed by using the cautery function on the 4th pair of scissors.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lysis of adhesions. Event description: complaint 1 of 3: #(B)(4) - cb030 lot #1433357 (1 ea) [mw #2027111-2022-00393]. Complaint 2 of 3: #(B)(4) - cb030 lot #1433357 (1 ea) [mw #2027111-2022-00397]. Complaint 3 of 3: #(B)(4) - cb030 lot #1433357 (1 ea) [mw #2027111-2022-00396]. 3 ea units of cb030 blades were not cutting at the distal tips during initial use. The tissue being cut was a mix of peritoneal wall and fatty tissue. The case was completed by using the cautery function on the 4th pair of scissors. No patient injury. Products are available for return. Additional information received via email 23mar2022 from [name], account manager: all available products have been returned by the rep. Intervention: the case was completed by using the cautery function on the 4th pair of scissors. Patient status: no patient injury.